Event description:
The customer contact reported leak of fluid with subsequent exposure to the healthcare provider. The device was being used to suction fluid during an unspecified procedure. It was reported that after the device filled with fluid and was being removed from the suction canister, the white cap on the lid "pops up" and an unspecified volume of fluid leaked from the device. The customer contact reported that the fluid came in contact with the nurse's clothes and skin. There were no reported adverse effects to the nurse. No medical interventions were reported. Though requested, no additional info was provided, including if the exposed area was washed.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 43027. The domestic list number, has a common device name of 80gcx and is 510k exempt. Documentation received from the international contact indicate that info on reprocessing of the device was unk. This report represents all the info known by the reporter upon query by hospira personnel.